Event description:
It was reported that balloon rupture occurred. The patient was treated for may-thurner syndrome returned with swelling. Vascular access was obtained via popliteal bilateral approach. The target lesion was located in inferior vena cava (ivc). After the two 18x9 stents placed in common iliac vein extended past confluence into ivc, the two 18-4/5.8/75 xxl esophageal balloons were advanced for post dilatation. Both balloons were placed at top of stent, however, during first inflation at 5 atmospheres (atm), the right side balloon ruptured. Another 18x4x75 xxl esophageal balloon was used and both balloons were placed in the middle of stents and inflated simultaneously. However, during first inflation at 5 atm, the right side balloon ruptured again. Both balloons were removed intact, and the procedure was completed with another 18x4x75 xxl esophageal balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: xxl/18-4/5.8/75, batch# 30722108 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood observed inside the balloon is indicative of a device leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 25mm proximal of the distal markerband. The rated burst pressure for this device is 5 atmospheres. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The patient was treated for may-thurner syndrome returned with swelling. Vascular access was obtained via popliteal bilateral approach. The target lesion was located in inferior vena cava (ivc). After the two 18x9 stents placed in common iliac vein extended past confluence into ivc, the two 18-4/5.8/75 xxl esophageal balloons were advanced for post dilatation. Both balloons were placed at top of stent, however, during first inflation at 5 atmospheres (atm), the right side balloon ruptured. Another 18x4x75 xxl esophageal balloon was used and both balloons were placed in the middle of stents and inflated simultaneously. However, during first inflation at 5 atm, the right side balloon ruptured again. Both balloons were removed intact, and the procedure was completed with another 18x4x75 xxl esophageal balloon. There were no patient complications reported.